Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced difficulty charging and discomfort due to the ipg being tilted sideways in the pocket. As a result, surgical intervention maybe undertaken as the next course of action to address the issue. Follow-up identified surgery took place on (B)(6) 2016 during which time the original pocket site was revised. The issue is resolved.